Event description:
Boston scientific received information that following implant, loss of right ventricular (rv) output and capture was observed for an unknown reason. No adverse patient effects were reported. An e-mail was sent to the boston scientific sales representative in an attempt to obtain additional information. No additional information is available at this time. If additional information becomes available, this report will be updated. The type of intervention performed, if any, is unknown.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.